Event description:
The patient's spinal cord stimulator failed to work properly as determined by outpatient diagnostic testing. Pt was being treated for lumbar post-laminectomy syndrome. The stimulator was explanted and a new stimulator implanted. The rep picked up the malfunctioning stimulator for return to the company.